Event description:
It was reported that the preloaded intraocular lens (iol) ejected outside of patient's right eye during the implantation. However, there was no patient injury and no other intervention was required. The procedure was completed using another lens of same model but of the same diopter. The patient has fully recovered. No further information was available.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was determined that event is not reportable because the uncontrolled delivery occurred outside of the eye. The information has been corrected in this supplemental MDR report 3012236936-2022-00188. Therefore, there will no longer be any further reporting under MFR report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.